Event description:
It was reported that during a nissen procedure, all went well in the beginning of the procedure. Gas started to rapidly escape from the trocar intra-op. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.